Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 846834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pih pregnancy induced hypertension, molar pregnancy, irritable bowel syndrome, hemorrhoids, hemorrhoidectomy in 2013, perineal pain, overweight and dysfunctional uterine bleeding. Current weight 196 lbs. Concurrent conditions included menopausal, abdominal pain nos, menometrorrhagia, diarrhea, traveller's diarrhea, augmentation mammoplasty since (B)(6) 2016, anemia, libido decreased, hot flashes, mood swings, malaise, blood test abnormal and ovarian cyst. Family history included fibroids. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) from 2010 to 2012 for hormonal imbalance as well as ascorbic acid, calcium carbonate (caltrate) from (B)(6) 2011, cyanocobalamin since 2017, famotidine from (B)(6) 2011, fish oil, iron, linaclotide (linzess) since 2015, magnesium, medroxyprogesterone acetate (provera) since 2014, medroxyprogesterone acetate since 2011, methyldopa since 2011, promethazine from 2010 to 2011, testosterone since 2017, thyroid since 2017, tranexamic acid (lysteda) since 2012 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced autoimmune hypothyroidism ("autoimmune disorder ¿ type of disorder: hypothyroidism") and fatigue ("fatigue"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, fatigue, weight increased and back pain had resolved. The reporter considered autoimmune hypothyroidism, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils seen in intrauterine cavity: right - 1 ; left - 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion (as per pfs) no evidence of tubal patency in the presence of the essure devices. (As per mr). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, dyspareunia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 846834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pih pregnancy induced hypertension, molar pregnancy, irritable bowel syndrome, hemorrhoids, hemorrhoidectomy in 2013, perineal pain, overweight and dysfunctional uterine bleeding. Current weight (B)(6) lbs. Concurrent conditions included menopausal, abdominal pain nos, menometrorrhagia, diarrhea, traveller's diarrhea, augmentation mammoplasty since (B)(6) 2016, anemia, libido decreased, hot flashes, mood swings, malaise, blood test abnormal and ovarian cyst. Family history included fibroids. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) from 2010 to 2012 for hormonal imbalance as well as ascorbic acid, calcium carbonate (caltrate) from (B)(6) 2011, cyanocobalamin since 2017, famotidine from (B)(6) 2011, fish oil, iron, linaclotide (linzess) since 2015, magnesium, medroxyprogesterone acetate (provera) since 2014, medroxyprogesterone acetate since 2011, methyldopa since 2011, promethazine from 2010 to 2011, testosterone since 2017, thyroid since 2017, tranexamic acid (lysteda) since 2012 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced autoimmune hypothyroidism ("autoimmune disorder ¿ type of disorder: hypothyroidism") and fatigue ("fatigue"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, fatigue, weight increased and back pain had resolved. The reporter considered autoimmune hypothyroidism, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils seen in intrauterine cavity: right - 1 ; left - 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion (as per pfs) no evidence of tubal patency in the presence of the essure devices. (As per mr). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, dyspareunia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received: case has been upgraded to valid and incident because specific events abnormal bleeding (vaginal, menorrhagia), hypothyroidism, dysmenorrhea, dyspareunia, pelvic pain, lower back pain, fatigue, weight gain were added. Reporters information was added. Date of insertion was updated and removal date was added. Patient's date of birth, race and demography were added. Lot number was added. Event onset dates were added. Patients medical history, concomitant condition and concomitant drugs were added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.